Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation no root cause could be identified; however, it is likely that a failure of the cable led to the malfunction. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the displayed image was flickering due to a disconnection in the cable unit. In addition, the following observations were made: damage to the head unit and a cracked coupler. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head makes interferences. The issue was found at the beginning of a therapeutic procedure intended for laser enucleation for benign prostatic hyperlasia (holep). It was reported that the patient was under spinal anesthesia; however, there was no delay in the procedure. The procedure was successfully completed using the same model device. There were no reports of patient harm.